Manufacturer narrative:
Pre-connected pump and cylinders. The product analysis confirmed a cylinder bulge as the probable cause for the device complaint. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported allegations can be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: no malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to sharp instrument damage consistent with explant damage. Due to the determination that the damage was consistent with explant, it will not be considered a probable cause for this event because it is a secondary failure. Both cylinders had bulging when inflated and broken fabric threads. The pump was not functionally tested due to the cylinder failures. Cylinder bulging as a result of broken fabric threads was confirmed and is considered a probable cause for the reported allegation of an unspecified device issue. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. Reservoir: the product analysis did not confirm a device malfunction or issue. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because no device issue or malfunction could be confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: no malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. No device malfunction or issue was confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review is not required per work instruction because the lot number is known. Reservoir: model- 72400152, lot sn- (B)(4), mfg date- 06/13/2007. Exp date- 06/07/2012.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported. The customer is now requesting warranty credit.

Manufacturer narrative:
Reservoir; model- 72400152, lot sn- (B)(4), mfg date- 06/13/2007, exp date- 06/07/2012.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported. The customer is now requesting warranty credit.